Event description:
It was reported that 1 week following a carotid artery stenting treatment procedure, the patient experienced an acute thrombosis and a stroke. The lesion being treated was located in the internal carotid artery with 80-90% stenosis. The physician implanted the nexstent by doing a straight shot to the anatomy. Did not predilate or postdilate. Landed the nexstent with no problems. Angiographically viewed one side only. Recorded a higher than normal velocity distally on the stent. After the case, the patient mentioned that he had some visual affects in his eye but then it went away. One week after the implantation of the stent, patient had an acute thrombosis and a stroke. The patient took his plavix regularly. The patient could not speak and was not able to walk. "The patient was admitted to neuro ICU with b/p control. The patient is improving significantly but with residual speech problems at last visit." The relationship of the event to the device is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.